Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The root cause of the device not driving the disposable was due to a broken cpc coupler.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the mdu was activating but would not drive the blade. There was no patient involvement.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.